Event description:
It was reported that the surgeon performed the following procedures on a patient: corpectomy at c4; acdf at levels c3-c7 with placement of autograft and cslp va plate and screw system. As the surgeon was placing the second to last screw in c3 left, he determined that the angulation of the screw was off the intended placement. In trying to remove the screw, the expansion head of the cslp screw splayed inward and caused the tip of the conical extraction screw to break off in the screw head. Surgeon burred the head of the cslp screw to get the tip of the extraction screw out. Surgeon left the cslp screw implanted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)